Manufacturer narrative:
Philips service replaced the geo module and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry module failure caused the system to go down on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.